Event description:
Ous MDR - after an implantation duration of 30 months it was reported that the shock impedance had increased spontaneously.

Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis, the leads were checked visually, electrically, and mechanically. The visual inspection of the solia showed damage to the lead body due to squashing and deformation 22 cm distal of the is-1 connector pin. In this area, the outer conductor helix was fractured. This damage is the cause for the increase in the pacing impedance. A subsequent examination of the protego showed that the insulation had been damaged by squashing 31 cm distal of the df4 connector pin. In this area, there was a conductor fracture of the rope conductor to the shock coil, which is the cause for the increase in the shock impedance. The observed damage manifestation at both leads requires an excessive pressure load onto the lead bodies. The characteristics of the damaged structures of the lead bodies leads to the assumption of excessive mechanical stress due to the subclavian crush syndrome. The manufacturing process of these devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.